Event description:
A published article; "treatment outcomes of helical intensity-modulated radiotherapy for unresectable hepatocellular carcinoma", by kong et al was reviewed by an accuracy medical writer. The article reports the death of a study pt due to radiation induced liver disease. The pt experienced (B)(6). The physician stated the tomotherapy device was not a contributing factor. He stated the prescribed radiotherapy itself caused the reactivation. The study report details improvements to pt outcomes. Pt death was addressed as a normal consequence in this type of study, with survival rates expected to be less than 100%.

Manufacturer narrative:
Method: this event was identified during an article review of a study where the accuray tomotherapy system was in use. Results: pt's pre-existing condition affected the effectiveness of the device.